Manufacturer narrative:
On (B)(6) 2026, the patient underwent a sensor insertion procedure. On march 2, 2026, senseonics was made aware that the insertion site had not fully healed. The patient reported that the wound remained open and that the sensor was partially visible. The patient stated that there were no signs of infection or drainage, and the steri-strips had detached on (B)(6) 2026. The patient followed up with their healthcare provider, who removed the sensor. No medication was prescribed. During subsequent communication, the patient reported that their upper arm has minimal tissue, and a new sensor was inserted deeper during reinsertion. At the time of complaint documentation, the patient was using the system with the new sensor. Prolonged wound healing at the insertion site is a known and anticipated potential adverse effect.

Event description:
On march 26, 2026, senseonics was made aware of an incident where the patient experienced prolonged wound healing of the insertion site after sensor insertion procedure leading to removal and replacement of the sensor.